Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded and a filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a high ma (milliamps) error message during a procedure. There is a no report of patient injury associated with this event.